Event description:
This event was communicated by medtronic navigation who reported that a site (B)(6) had issues tracking an instrument during a procedure. Site replaced spheres on instrument and the instrument tracked as it should. Site disposed of spheres, did not record lot number and did not take any pictures. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm occurred.